Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) in the left eye. Topical steroid dosage was increased. The patient reported good vision and no discomfort. Upon follow up, the reporter indicated dlk had resolved.